Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had trouble with reading distance. The lens was exchanged for an unknown advanced technology intraocular lens (atiol), 4 month after the initial implant procedure. The clinical reason was patient unhappy with refractive error results. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).